Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different charging cable, and the pump began charging. Technical support informed the caller that using third-party charging supplies is not recommended unless for troubleshooting. The caller acknowledged this and was sent replacement tandem charging supplies via two-day shipping. No further assistance was required.